Event description:
It was reported the insulin pump kept alarming no delivery. Customer's blood glucose was 11.3mmol/l. Customer was advised to disconnect at quick release. Fixed prime was performed and insulin did exit. Customer was advised there might be a site issue; customer was unable to take off site. Customer was adamant the insulin pump caused the no delivery. Customer was advised to discontinue used the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.